Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient's reported hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7/page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 36 and 48 hours on the leg. Multiple boluses were delivered throughout the day in an effort to lower the patient's bg levels, but levels remained elevated. Patient was taken to the hospital due to elevated bg levels. When the pod was removed, it was reported that there was nothing unusual noted with the cannula. It was also reported that the adhesive was secure during wear. No additional details pertaining to the hospital visit were provided.

Manufacturer narrative:
Additional event details were obtained during call back to the patient's guardian on (B)(6) 2018.

Event description:
Additional information was obtained during call back on (B)(6) 2018. The patient was diagnosed with diabetic ketoacidosis (dka) and released from the hospital 18 hours after being admitted. Patient's bg levels lowered while they were at the hospital. Upon leaving, bg levels had dropped and were between 17 and 18 mmol/l (306 and 324 mg/dl). As treatment, the patient drank a syrup (twice). It was not known what the syrup contained.